Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device : uterine lining"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device in plaintiff's left fallopian tube had failed/failure to occlude". The patient's past medical history included tonsillectomy and fatty liver. Previously administered products included for birth control: mirena. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), communication disorder ("unable to communicate"), disturbance in attention ("unable to concentrate"), hypoaesthesia ("numbness in feet and hands") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), dysmenorrhoea ("severe pain during menstruation / dysmenorrhoea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), rash ("rashes or skin condition") and abdominal pain ("abdominal pain / abdominal cramps"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy) .essure was removed on 1-dec-2015. At the time of the report, the device expulsion, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, communication disorder, disturbance in attention, hypoaesthesia, allergy to metals, rash and fatigue outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, back pain, dysmenorrhoea and alopecia was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, communication disorder, device expulsion, disturbance in attention, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff complained to her physicians at which time they performed laproscopic tubal ligation. Plaintiff underwent tubal ligation on (B)(6) 2014 found that the essure device in plaintiff's left fallopian tube had failed. Since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unilateral occlusion (left tube occluded); in (B)(6) 2013: total occlusion in both fallopian tube; in (B)(6) 2014: unilateral occlusion (left tube occluded) most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migration of essure device : uterine lining, migraine, headache, nausea, unable to communicate, unable to concentrate, numbness in feet and hands, nickel allergy, rashes or skin condition, fatigue, hair loss, abdominal pain", reporter, concomitant and historical condition, lab data added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure device in plaintiff's left fallopian tube had failed". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and dysmenorrhoea ("severe pain during menstruation"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, back pain and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff complained to her physicians at which time they performed laparoscopic tubal ligation. Plaintiff underwent tubal ligation on (B)(6) 2014 found that the essure device in plaintiff's left fallopian tube had failed. Since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total occlusion in both fallopian tube company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.